Event description:
It was reported that during a sleeve procedure, the device will not release once clamped. There was no tissue damage. The device was pulled off the tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Damaged motor the analysis results of the found that it was received in good visual condition and with no reload present. Upon evaluation, the device was noted to be non functional. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the motor was found damaged. Event could not be confirmed as the device opened and closed without any difficulties noted. While no conclusion could be reached as to how the motor became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Unknown. Is there any other additional information you would like to share about this device or procedure? No other details are available.